Manufacturer narrative:
Medtronic has received the suspect device/component from the customer for evaluation and is currently evaluating the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a "device failed operating" alarm and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device and found an error code only. The reported event was unable to be reproduced during testing. The se replaced the printed circuit board assembly (pcba), the exhalation sensor pcba and the exhalation module cable as a precaution. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: one pneumatic interface printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation test ventilator and it successfully passed all tests and calibrations. No fault found on the return component. One exhalation sensor pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation test ventilator and it successfully passed all tests and calibrations. No fault found on the return component. The investigation found the device to function normally. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.